Manufacturer narrative:
E1.: phone number: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a small portion of the ceramic piece break off. The issue was found, during an unspecified diagnostic procedure. The procedure was successfully completed. No patient harm was reported, by the customer.